Event description:
Health professional reported "left breast appears slightly contracted" baker grade not specified and "visible ripples." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: brown particles, opening curved on radius and underweight. A visual and microscopic analysis was performed which identified opening crease sharp on radius, creases fold, stress marks and observed 40 mm dark patch edge material inside gel device. Base on the device analysis the final assessment is: an opening crease sharp on radius due to fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left-side rupture. Device remains implanted.